Manufacturer narrative:
(B)(4).

Event description:
The customer's issue was the led light for the heartstart xl was not illuminating while plugged into a power source. There is no indication of patient involvement.